Manufacturer narrative:
The service provider provided the investigation report on 04/12/2021. The actual device was tested. The pump failed the flow rate testing with a flow rate deviation of 5%. The reported issue was confirmed. The pump was calibrated and tested to meet full specification.

Event description:
On (B)(6) 2021, zyno medical received a complaint related to flow rate issue. It was reported that "pump (B)(4) infusing medication very fast". The device operator was a registered nurse. Medication being infused was unknown. There was a patient involved. The patient was not harmed or injured.